Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the backwash (sheath tank) restrictor line from the peltier module to the mixing chamber was compromised due to wear. The fse replaced the backwash restrictor line to resolve the leak. (B)(4).

Event description:
A customer reported a diluent leak underneath the lh500 instrument. The volume of the leak was reported as proximately 2 cups and the leak was not contained. The leak occurred over the weekend and was discovered when priming the instrument monday morning. The customer stated the lh500 instrument had also generated lyse and ambient temperature errors. No erroneous patient results were generated in connection with this event. In addition, no one came in contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.